Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge. Reportedly, the insulin gauge remained static at 105 units. There was no reported impact to the customer's blood glucose level. Tandem technical support attempted to follow up with the customer multiple times; however, no response was received.